Event description:
According to the originator, the implant was placed at the area of tooth 21 on (B)(6) , 2016. There were no adverse events during the stage of healing. The crown was placed on (B)(6) 2016. On (B)(6) 2024, the patient complained of implant mobility. The x-ray of the maxillofacial area showed the fracture of the middle part of the implant at the area of tooth 21.